Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer received information regarding a dreamstation device. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found dust/dirt inside the device. The device was scrapped. This report is being summited for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.